Event description:
It was reported that the patient had severe pain and could not get out of bed. The patient called 911 and was in the hospital for (B)(6) with no answer for his pain. It was stated that he turned his interstim device off, went to sleep, and woke up pain free. When he turned it back on and went to sleep he woke up in "excruciating pain". The patient indicated that it felt like his appendix burst and he could not stand up straight. The patient wanted the device removed, but his health care provider wanted to reprogram it. Unable to follow-up with contact information provided, no additional information was obtained.

Manufacturer narrative:
(B)(4).